Event description:
The pt reported that there was intermittent stimulation, both sides were not working. A similar issue occurred several months earlier and the health care provider rerouted the lead at that time; it was stated that the 'leads had become undone'. The implantable neurostimulator was turned off. The reporter expressed concerns regarding surgery and placement; they would like to use neurostimulator again and requested assistance finding a new health care provider. A follow-up will be sent if additional info becomes available.